Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge decreased to an inaccurate fill estimate of 70 units. Blood glucose level was 270 mg/dl. Reportedly, the insulin gauge adjusted to an accurate fill estimate.